Event description:
It was reported when presyncopal patient presented in the hospital, lead dislodgement was observed via diagnostic imaging. The lead was explanted and replaced when repositioning was unsuccessful. Patient recovered normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.